Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One 19g x 0.75 in safestep infusion set was returned for evaluation. An analysis of the returned sample revealed no use residue. No foreign material was observed in the device or within the package. It is possible that the alleged plastic material detached from the device; additionally, the dust cap was not returned for evaluation. This assumption is based on a known issue with the supplier, where similar occurrences have been previously identified. However, this could not be confirmed via the returned sample. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the clinician found a piece of plastic in the tubing when they took it out of the package. They believe the plastic came from the white end cap on the tubing. No adverse event or serious injury. The clinician noticed the problem before they used it.